Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 25 mg/dl, needing settings adjustment. Customer consumed carbohydrates to address low bg. Reportedly, emergency medical technicians were called out however; customer does not recall what treatment was received. Customer decline follow up no additional information could be obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.